Event description:
An implant card was returned indicating a full revision surgery occurred due to battery depletion and high impedance. Both the lead and generator were replaced and the replacement system was indicated to be performing as intended. The explanted devices were not returned for analysis. No further relevant information was received to date.